Event description:
It was reported that upon interrogation, that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical service (ts) recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
New information was received indicating that his s-ICD device was surgically explanted, and a new device implanted. The explanted device was discarded at the facility and is not expected to be returned. Besides surgical intervention, no adverse patient effects were reported. Device technical analysis: although the device has not been returned for analysis, engineering review of device data confirmed that the device battery was depleting prematurely. However, despite good faith efforts to obtain product return and additional information, objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation, that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical service (ts) recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported.